Event description:
It was reported that the device had a faulty sensor in the canister which constantly indicates full and prevents therapy. Increasing cost and considerable impact on nursing time. The malfunction was reported to the supplier. There is a delay reported and the availability of the back-up device is unknown. No patient harm was reported.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, has not been returned for evaluation. Visual inspection and functional evaluation could not be performed. We have been unable to confirm a relationship between the event and the device or identify a root cause on this occasion. We were unable to provide a batch record review in this compliant as no lot number has been provided to enable the process to take place. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Complaint history for the reported failure, false alarm has been reviewed and shown that in the previous four years there have been further instances. These instances are being monitored to determine if additional actions are required. Blockage/canister full/false and constant alarm alarm thresholds are set after thorough testing and are always set to ensure the complete safety of the patient. It is possible in extreme cases that the alarm may trigger inadvertently. In this instance, therapy will still be delivered. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range.